Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection (inj) vancomycin 1 gram in one bag (route not reported) and intraperitoneal inj of imipenem 500 mg per bag, 3 exchanges per day (duration not reported) for peritonitis. At the time of this report the patient was recovered from this peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available.